Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) may require maintenance. There was no patient harm reported.

Manufacturer narrative:
Updated fields- b4, d8, d9, e1(event site email), g3, g6, h1, h2, h3, h6 codes(investigation types, findings, conclusion, components, problem), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Test the machine's operation, it cannot be used, alarm iabp may require maintenance is displayed throughout. The company's engineers have collected information to consult with the manufacturer. If the answer is received, then immediately come to fix the machine for the customer. Fault # 63 is always on during the inspection. Replaced the new pcb, video generator, but the machine could not be used. The iabp may require maintenance alarm was still displayed. Checked the diagnostic support, list of recent faults topic, still found. Replaced the new pcb, video generator, and pcb, exec processor according to the factory's instructions. Found that the iabp machine can be used normally. Summary of symptoms, there are damaged and deteriorated parts as follows: 1. Broken pcb, vdo generator, 2. Pcb, exec processor is damaged, 3. Safety disk has expired, 6,000,000 assists or every 4 years 4. Battery pack li-lon has expired, 4 years 5. Tidal volume disk has expired, 12,000,000 assists.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code).

Event description:
N/a.